Manufacturer narrative:
Concomitant medical products: 6947m62 lead implanted (B)(6) 2012; 5071-35 lead implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was received for the patient. The associated transmission was reviewed and indicated the patient experienced an onset of supra ventricular tachycardia (svt) that lasted for approximately eight hours. The rhythm transitioned to atrial fibrillation (af) with fast ventricular rate the following day and anti-tachycardia pacing was delivered, eventually terminating the rhythm. The rhythm is initiated again from the atrium along with atp pacing. The rhythm terminates but then the right ventricular (rv) lead exhibited noise, intermittent loss of capture and t-wave oversensing (twos); post ventricular sensed beats. An onset of a suspicious ventricular rhythm, which is wide, bizarre morphology and the atrium goes still. There is over and undersensing noted on the right atrial (ra) lead and the rate does not exceed detection criteria. It was suspected that the patient had died and was later confirmed by a family member.